Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a gastroplasty, the stapler showing malformation in the staple line, did not form an appropriate staple line, needed to replace the stapler to finish the surgical procedure. There were no patient consequences.